Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2015 and suture was used. Prior to use on patient, it was found that the package was partially opened. Another like device was used to complete the procedure. There were no adverse consequences to the patient.